Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator exhibited backup operation. After a software download, normal device function was restored.

Manufacturer narrative:
(B)(4).